Event description:
Customer reports to have received a lost sensor alert and believes that insulin pump was no longer receiving data from transmitter. Customer's blood glucose was over 400 mg/dl, which was treated with bolus delivery. Customer was advised that sensor would be replaced if needed. No further information provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.